Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had difficulty connecting the adapter. The user had no more connectors in their supplies. This occurred during a hyperglycemic episode reaching a peak of 234 mg/dl blood glucose. More connectors were sent to the user. They resorted to backup therapy in the meantime.